Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to poor electrical measurements. There was no capture at maximum outputs. The lead was placed in another vessel but while cannulating coronary sinus (cs), the cs was dissected and the lv lead implant was abandoned. The physician did not believe the lv lead contributed to the dissection. The competitor device, right atrial and right ventricular leads were successfully implanted. No adverse patient effects were reported. This lead was discarded and will not return for analysis.